Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl, and experienced high ketone levels which a health care provider determined were dangerous/life threatening. Customer gave a correction bolus via the pump to address the high bg. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump software was turned off during the event. Customer turned ciq software on and is functioning as intended. Customer acknowledge pump was working as intended.